Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection at the ipg pocket post implant. The report also indicated that the patient is immuno-suppressive due to a kidney transplant. The device was explanted and the patient was given IV antibiotic. The patient was released from the clinic and is recovering at home.